Event description:
Bd/alaris syringe pump volume infusion documentation discrepancy issue related to interoperability. Bd pump sent inaccurately large volume through interoperability to the ehr. The patient received correct volume and there was no patient harm. Patient was at risk of harm due to clinical decision making related to the inaccurate data. Cerner careaware infusion pump management. FDA safety report ID # (B)(4).